Manufacturer narrative:
Results: bd did not receive any photos or samples from the customer in support of this complaint. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion: unable to determine a root cause. No samples or photos were returned for analysis.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd insulin pen needle tip broke off in the body of the patient. It is stated that the patient had several doctors¿ visits but did not experience any pain. Medical intervention required.